Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received in a used condition without its original packaging. Visual inspection was performed at 12 inches under normal conditions of illumination. It was observed that two cuts were found in the corners of neck strap. The complaint was confirmed. Based on the tests performed the failure mode could not be reproduced during molding process. The most probable root cause is that damage occurred after the product left the facility. No corrective actions were taken.

Event description:
It was reported that during the pre-use check, the flange got torn off. No patient injury was reported.